Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device delivered inappropriate anti-tachycardia pacing (atp) back in 2019 and recently in august of 2020 he received 1 tachy shock due to an episode of atrial driven arrhythmia/atrial fibrillation (af). The device remains in service, patient is scheduled for atrial tachycardia ablation however there were no actions taken, the patient has upcoming surgeries and wants to wait after he received them. No adverse patient effects were reported.